Event description:
Breakage of interlocking bolt during nail insertion led to extended surgery time, waste of implant, and the utilization of an alternative implant (synthes lateral femoral entry nail).